Event description:
It was reported that the motor device would not spin the burr device. It was not reported that the malfunction occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a hole in the hose by the muffler, operated in safety mode (powerbroken), and had low rotations per minute (rpm). Therefore, the reported condition was confirmed. It was determined that the cause of the device operating in safety mode (powerbroken) was failure to follow directions for use by running the device in the safe or load position; which in turn caused the low rotation per minute (rpm), hole in the hose, and the device not spinning the burr. Furthermore, it was determined that the cause of the hole in the hose by the muffler was due to inserting/ removing the hose to and from the foot control device incorrectly or from pulling the foot control device around by the hose. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.